Event description:
Per court document received, patient underwent an arthroscopic shoulder procedure in 2002, and a stryker painpump2 was placed for post operative pain. The patient then underwent a second revision procedure at approx five months later, and another stryker painpump was placed for operative pain. The patient now alleges they have chondrolysis and have already undergone and will require additional surgeries as a result.

Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.